Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii prooximal seal system 3.8mm unraveled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Only the seal with anchor and the delivery device were returned to the factory. Seal was observed to be unraveled with evidence of blood. The delivery device inner part was tainted with blood indicating attempt to deploy the seal. The plunger on the delivery device was observed to be fully pressed. The blue slide lock on the delivery device was observed to be disengaged. Measurements of the delivery tube were not taken due to the heavy contamination of the device. The returned condition of the device indicates that the steps to deploy the seal were done in accordance with the IFU. The seal eventually gets unraveled towards the end of the procedure. Based on the returned condition of the device and the evaluation results, the reported failure "unraveled material¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.